Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to verify unexpected restart alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. No blank display noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unexpected restart error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.